Event description:
It has been reported that the pt was connected to a ventilator by means of a tracheofix tracheostomy tube. The pt rolled, and the inner cannula and locking mechanism pulled free from the main body of the tube.